Manufacturer narrative:
Additional, changed, and/or corrected data: a.2; a.4; h.6.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, red particles on the shell, an opening on anterior, and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible, to determine the most likely failure mode.

Event description:
The device has ben explanted.

Event description:
The device has ben explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.